Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2012, the 80% stenosed, 5cm in length de novo target lesion was located in the left superficial femoral artery (sfa) with a reference diameter of 7mm. Jetstream atherectomy of the left common femoral and left superficial femoral artery was performed with residual of 60%. Also balloon angioplasty of the left common femoral and left superficial femoral artery (sfa) was performed using a 7 mm balloon. There was an excellent angiographic result. A non-bsc wire was navigated through the total occlusion of the profunda femoris artery. A catheter was placed in the left profunda femoris artery followed by balloon angioplasty using 4 and 5 mm balloons. There were excellent angiographic results; residual stenosis was 20% (per crf). In january 2013, 182 days post-index procedure the patient presented with complaints of a non-healing ulcer of the left second toe with severe below the knee disease in the left side as well as rest pain of the left foot; the subject underwent a target vessel revascularization. A 0.14 wire was used to navigate through the total occlusion of the anterior tibial artery. After externalizing the wire, laser atherectomy of the anterior tibial artery total occlusion was perfumed. This was a chronic total occlusion. After laser atherectomy balloon angioplasty of the anterior tibial artery was performed. This demonstrated excellent angiographic result. The wire was placed into the peroneal artery. The peroneal artery stenosis was also balloon dilated. Pressure gradient across the lesion in the left sfa was more than 40 mm hence a primary stenting of the left sfa was performed using a 7 x 80 mm non-bsc stent. The stent was post-dilated using a 6 mm balloon. Residual stenosis was 0%. Post procedure the subject&#38112;hemoglobin was 8.1 in comparison with pre-procedure hemoglobin of 10.4, indicating a drop in his hemoglobin therefore subject was placed on ferrous sulfate. Event was considered resolved and discharged the following day.